Manufacturer narrative:
Received one 60-6085-200a in original opened package. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The balloon on the end of the vcare uterine manipulator was detached. The uterine balloon was not returned within the package. A root cause cannot be determined; however, based upon risk analysis a possible cause of this event could be that the device distal tip assembly was not properly glued; however, there is no physical evidence based on the returned pieces that this happened. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward ¿cervical¿ cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-6085-200a, vcare 200a - small was reported as ¿dr. Has reported multiple issues where the balloon on the end of the vcare uterine manipulator is breaking off inside the patient. Thus far, a patient has not been harmed and the balloons have been retrieved but we would like to report the most recent lot# that broke for investigation.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the 60-6085-200a, vcare 200a - small was reported as ¿dr. Has reported multiple issues where the balloon on the end of the vcare uterine manipulator is breaking off inside the patient. Thus far, a patient has not been harmed and the balloons have been retrieved but we would like to report the most recent lot# that broke for investigation.¿ there was no impact or injury to the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.